Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working despite waiting more than 1 minute after activation. Hospital tried again to activate and there was no power generated. They changed to a different power cord, and the same hemopro 2 were still not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects, therefore, they don't want to release patient information.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Small amounts of tissue and charred blood were observed on the jaws. It was observed that the shaft pin was protruding out. No other visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The device did not emit any power. To test the electrical integrity of the jaw assembly, the jaws of the device had to be disassembled. The shrink tubing was fully removed from the hemopro2 shaft tip and a visual inspection determined that the shaft pin was not aligned equally. One side of the pin was protruding out of the hole. The shaft pin was removed to inspect the integrity of the wiring. The insulation/wiring was intact with no defects. The handle was opened to check if there was any contamination or defect to the switch or the toggle. No non-conformities were observed. Based on the return condition of the device, the reported failure "intermittent continuity" was not confirmed but the analyzed failure "failure to deliver energy" was confirmed. According to the flex shaft assembly if the shaft pin was not places accurately step five (5) (check the document and just confirm it is step 5) would have caught the defect and would have never allowed the device to pass the inspection.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working despite waiting more than 1 minute after activation. Hospital tried again to activate and there was no power generated. They changed to a different power cord, and the same hemopro 2 were still not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects, therefore, they don't want to release patient information.